Manufacturer narrative:
The device has not been returned for evaluation as of yet. Per the customer the electrode was used with our 26006m but they also tried to troubleshoot with an aesculap monopolar cable. Our sales representative went to the account and tested the electrode with both cords and everything worked.

Event description:
It was reported that the customer had three incidents involving part # 11161ab-s (bugbee electrode) - one of them leading to a passing of a patient. The item worked either intermittently or not at all. During our investigation of the event, the facility stated profound brain damage, and the family decide to withdraw help. Reason: neurological devastation.